Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), for the placement of the 29mm sapien 3 case by tf approach in aortic position, the valve was prepared as usual. After the commander and valve were in the patient, it was not possible to perform the valve alignment. The balloon could not be pulled back into the valve. Therefore all devices including sheath were removed together. A new kit was taken and then implantation was successfully completed. The patient is stable. As per preliminary review of images by the clinical specialist, it looks like the valve alignment was performed in a severely bent section of the aorta. As per pre-deco evaluation, a leak on the balloon at triple markers at proximal end was seen.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation inserted fully through the loader cap and esheath, with valve still crimped on balloon, and after being used in procedure. Additionally, the atrion inflation device was returned attached to the y-connector of the delivery system through a stopcock. The returned imagery cd was reviewed, however the provided information was not relevant to the evaluation. The observation of valve alignment was performed in a severely bent section of the aorta as noted in complaint description and was reported by the filed clinician. No imagery of the valve alignment was provided for review. The returned device was visually inspected for any abnormalities. The valve was partially aligned with the balloon bunched up distal to the valve. The inflation/crimp (I/c) balloon bond remained intact. There was a leak on the balloon at triple markers near the proximal end of valve, as well as severe gouges on the flex tip face. There was some sheath distal tip damage, likely due to the withdrawal attempt. No liner tear was observed. Due to the condition of the returned device (balloon bunching distal to valve), no functional testing was able to be performed while the valve was still crimped on the balloon. The returned delivery system was tested after the valve was removed from the delivery system. The balloon shaft was able to be pulled to the valve alignment marker and placed in a locked position. Full fine adjustment was functional and the device was able to be fully flexed. Additionally, the locknut/collet engagement force was also tested with a force gauge. The force to break the locknut/collet engagement force was measured and found to be functional. Crimp balloon double wall thickness measurements were taken at the location proximal to the leak area. These measurements are taken to ensure that the balloon wall thickness is within specification as a thin-wall balloon could potentially contribute to a balloon leakage. All measurements met the balloon double wall thickness specification. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed. During DHR review, product exception reports (prd) were found associated with crimp balloon components. As all parts affected by these prds were sorted and questionable units scrapped, the non-conformance identified in these prds are unlikely to have contributed to the complaint event. The remaining work orders revealed no issues that may have contributed to the complaint event. Review of the lot history for the related work order revealed no other complaints for ¿delivery system ¿ difficulty with valve alignment-unable¿, or ¿balloon ¿ leakage.¿ a review of complaint history from october 2016 to september 2017 for the edwards commander delivery system (all models and sizes) revealed six (6) other returned complaints for ¿delivery system ¿ difficulty with valve alignment-unable¿. A review of the complaint history reveals that the occurrence rates do not exceed the september 2017 control limits for this trend category (¿valve alignment difficulties¿). A review of complaint history from october 2016 to september 2017 for the edwards commander delivery system (all models and sizes) revealed sixteen (16) other returned complaints for ¿balloon - leakage¿. A review of the complaint history reveals that the occurrence rates do not exceed the september 2017 control limits for this trend category (¿leakage¿). No IFU/training deficiencies were identified. During manufacturing, the commander delivery systems underwent 100% final inspection by manufacturing and quality for assembled device dimensional inspections, fine adjust mechanism (functionality), collet/shaft clearance, collet engagement (ability to lock), mechanical damage (e.g. Kinks, cuts), and surface damage. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. During product verification testing, five (5) samples were randomly selected and underwent multiple tests. The related lot passed the pv test. During manufacturing, the commander balloon components and assembled delivery systems underwent the multiple 100% inspections. Crimp balloons were 100% dimensionally inspected for length, distal inner diameter (ID), proximal ID and wall thickness. The components were also 100% visually inspected for gross defects such as foreign matter, impurities, contamination, fish eyes and gel spots under magnification. Inflation balloons were 100% dimensionally inspected for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. The inflation balloons were also 100% visually inspected for foreign matter, impurities, contamination, deformation, crow¿s feet, gel spots, fish eyes, and scratches. The laser bond between the inflation bond and the crimp balloon was 100% visually inspected under 2.85x magnification for smooth bond joint with no gaps between components. Furthermore, the bond area was inspected for bubbles and burns. During the pleat and fold process, the inflation balloon was 100% visually inspected for scratches and distorted/pinched. Balloons are inspected again for distorted/inched folds in final inspection. The commander delivery system was 100% air pressure leak tested before final quality inspection. Post leak test, the balloon covers and inflation balloon were inspected for any damage. During final inspection, the fully assembled commander delivery system were 100% inspected by both manufacturing and quality. Additionally, all manufacturing lots are subject to pv testing on a sampling basis. During product verification testing, five (5) samples were selected and underwent multiple tests. The related lot passed the pv test. The inspections described above support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The complaint for valve alignment difficulty was confirmed based on visual inspection of returned device (the valve was partially aligned on the balloon), but no manufacturing non-conformances were identified during the evaluation. During functional testing, without the crimped valve, the balloon shaft was able to be pulled to the valve alignment marker and locked. Full fine adjustment and locknut/collet engagement were tested and both have shown to be functional. A review of complaint history, lot history, DHR, and manufacturing mitigation did not reveal any indication that manufacturing non-conformance as a source of the complaint event. As reported, ¿per preliminary review of images by the clinical specialist, it looks like the valve alignment was performed in a severely bent section of the aorta.¿ performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. This can cause resistance while performing valve alignment as demonstrated in previously performed engineering study. The gouges on the flex tip and balloon bunching distal to the crimped valve observed during visual inspection further support diving occurred. Other patient/procedural factors can also result in difficulty with valve alignment. Potential issues include residual fluid in the balloon, which can enlarge the inflation balloon profile and create interference with the valve during valve alignment; improper wetting/flushing of the delivery system, increasing resistance during valve alignment; improper crimping of the valve onto the balloon, as the valve may not be crimped to the appropriate size or may have been damaged during the crimping process; severe calcification can interact with the valve during alignment and create resistance. Although an exact root cause was unable to be determined, based on available information, patient and/or procedural factors may have contributed to the reported event. The complaint for balloon leakage was confirmed based on visual inspection of returned device, but no manufacturing non-conformances were identified during evaluation. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. A review of complaint history, lot history, DHR, and manufacturing mitigation did not reveal any indication that manufacturing non-conformances as a source of the complaint event. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create difficulty in achieving final alignment position. The additional device manipulation trying to achieve valve alignment position while the valve is already in a diving position may have caused the valve struts to puncture the crimp balloon. It is also possible that the balloon was damaged when the delivery system and valve were retrieved into the sheath. However, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaint for ¿delivery system ¿ difficulty with valve alignment-unable¿ and ¿balloon ¿ leakage¿ were confirmed, but no manufacturing non-conformances were identified. A definitive root cause was unable to be determined at this time, but based on available information, patient (vessel tortuosity) and/or procedural (performing valve alignment in non-straight section) factors may have contributed to the reported event. Since no product non-conformances or IFU/training inadequacies were identified, and the occurrence rate did not exceed september 2017 control limits, no corrective or preventive action is required at this time.